Event description:
It was reported the patients lead displayed high impedances. As a result, surgical intervention was undertaken wherein the system was explanted. During the explant the lead broke and a portion of the lead remains implanted (related manufacturer reference number: 1627487-2022-02418).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.